Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for removal of the right ventricular lead due to fracture. The lead was explanted and replaced. The patient was recovering.